Event description:
The sphinx laser would not work. It was turned on and displayed multiple warning signs. Rep was called and it could be resolved at that time. Case was cancelled because laser would not work.